Manufacturer narrative:
Model number/catalog number: sc-2408-56. Serial number: (B)(4). Batch/lot number: 20404195/20460188. Model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients spinal cord stimulator (scs) was shocking her. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.